Manufacturer narrative:
The customer called stating the bedside monitor shut off on its own and booted up into "diagnostic mode" and will not go into monitor mode. Customer was asked to initialize and reboot the monitor without the module, however, they was no change. Customer was asked to take a picture of the data in the history log, the error message showing fatal error, watchdog, and reset. Device was returned and evaluated. Unit arrived without a (B)(4) and battery cover. The bedside monitor duplicated the watch dog error. The main board was replaced to fix the issue. All functions were tested prior to shipment. Device repair was complete and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer called stating the bedside monitor shut off on its own and booted up into "diagnostic mode" and will not go into monitor mode. Customer was asked to initialize and reboot the monitor without the module, however, there was no change. Customer was asked to take a picture of the data in the history log, the error message showing fatal error, watchdog, and reset.